Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the electrocardiogram indicated that there missing v paces along with "fake oversensing" with one hour intervals. Each pause was a single missing pace. It was also noted that the patient alert alarm sounded. The device remains in use. No patient complications have been reported as a result of this event.